Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt fill needles were not sealed well, and they are falling from the packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: according pictures by the customer provided, bd confirms the defect package seal integrity poor. DHR review: it was verified the batch record and the manufacturing date for this batch was may 23rd ¿ 29th, 2018. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 02 hours at 02 cycles of parts at package machine. There are controls along the manufacturing process to avoid this kind of defect. Control plan and visual inspection by operator check for package non conformity. If it is found during the process the whole batch is reworked. No records of this defect were found. No quality notifications related to this batch code were observed. The cause for this occurrence is one sealing failure in the packing machine. This failure was corrected according maintenance records. This kind of failure will be monitored for trend evaluation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd¿ blunt fill needles were not sealed well, and they are falling from the packaging. There was no report of exposure, serious injury or medical intervention.